Event description:
This a (B)(6) male that was scheduled for an elective right hip arthroscopy labral repair vs allograft reconstruction femoral head/neck osteoplasty, femoral acetabular impingement treatment, possible microfracture on (B)(6) 2015. During the procedure, the surgeon use a pivot nanotack suture anchor for an anchor and 1 of the pivot anchors broke in terms of the metal piece right at the interface with the bone. The surgeon did not attempt to remove the broken piece because it not prominent and well seated.